Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01226, implanted:(B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient stated the interstim device had not been working well and in fact she thinks that it was making her problems worse. She didn't know if it was put in incorrectly or what the problems were. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Healthcare provider indicated that the patient reported that the implantable neurostimulator (ins) had been fully removed. The patient also reported to the healthcare provider that she still had part of a catheter implanted. The healthcare provider was requesting information on performing an MRI on the patient and if any precautions need to be taken. Information was reviewed with the healthcare provider. Patient status is unknown at the time of this report.